Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
Customer had a heparin plasma sample and a serum sample drawn at the same time from one patient. The potassium results from the two samples were discrepant. Plasma sample potassium results were 2.79 and 2.86, no units of measure provided. Serum sample potassium results were 3.58 and 3.50, no units of measure provided. No information was provided to determine which results were reported or if patient was affected. No adverse events were reported. Potassium reagent lot was 23761233. Investigation is on-going.

Manufacturer narrative:
Expiration date of reflotron potassium test tabs was not provided. It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Differences between plasma and serum potassium values, which exceeded 0.8 mmol/l, could not be verified. No malfuction was detected. Both of the patient's potassium values were below the respective reference ranges for the sample material. A potassium substitution would have been considered with either value.